Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during basal delivery. Reportedly, the customer changed the cartridge and received a minimum fill notification with 480 units of insulin in the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide a blood glucose level. It was reported that the customer loaded a new cartridge successfully.